Manufacturer narrative:
The complaint investigation was updated on 20dec2025 and the updated results are as follows: one photo was shared by the customer. Where 3 different items (ib-ch50, ib-ch10 and ib-ch2000 connected to a syringe) are observed over a table, however, no particulate is observed on the photos, no additional damage or anomalies are observed on the photos. One used list #ib-ch2000, spiros¿ closed male luer connected to an unknown 30 ml syringe, were returned for evaluation. As received, a small blue particle inside the syringe was observed. The spiros was then cut looking for some damage on the blue strap; however no damage, scratch, or anomalies internally the spiro were found. Based on procedure this is a rejectable position. Some damage on the clave's threads was observed on the returned samples for two other unique similar complaint investigations. The complaint of particles in the syringe can be confirmed. After a visual inspection of the blue components of the spiros, nothing wrong was found. The source of the particulate cannot be determined. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Corrected information can be found throughout section a, b6, b7, section h6 health effect - impact code and component codes. Updated information can be found in h11 and h6 investigation findings and investigation conclusions.

Event description:
It was reported that a spiros¿ closed male luer was found to have ¿particles were found in the syringe¿. The event was detected prior to direct patient use, and the event occurred during priming. Length of time device was in use for 3 sec. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical/surgical intervention required. The device was changed out/ replaced with no further problems encountered. One involved problematic device is available to be tested and returned for investigation. The same lot device sample and mating device are not available. A sample picture was provided showing the involved product. There was no patient involvement and no patient harm in the event.

Manufacturer narrative:
One (1) photo was shared by the customer. Where 3 different items (ib-ch50, ib-ch10 and ib-ch2000 connected to a syringe) are observed over a table, however, no particulate is observed on the photos, no additional damage or anomalies are observed on the photos. One (1) used. List #ib-ch2000, spiros¿ closed male luer connected to an unknown 30 ml syringe, were returned for evaluation. As received a small blue particle inside the syringe was observed. The spiro was cut looking for some damage on the blue strap, however no damage, scratch, or anomalies internally the spiro were found. Based on procedure this is a rejectable position. Some damage on the clave's threads was observed on the returned samples for (B)(6). Complaint of particules found in the syringe can be confirmed. The probable cause could be a particulate detached from the claves. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The complaint investigation was updated on 28may2025 and the updated information*** to the previous emdr's h11 is as follows: one used list #ib-ch2000, spiros¿ closed male luer connected to an unknown 30 ml syringe, were returned for evaluation. As received, a small blue particle inside the syringe was observed. The spiros was then cut looking for some damage on the blue strap; however, no damage, scratch, or anomalies internal to the spiro were found. Based on procedure this is a rejectable position. Some damage on the clave's threads was observed on the returned samples for two other unique similar complaint investigations. The remainder of the complaint investigation details have not changed.